Manufacturer narrative:
Intervention required removed b5. Additional codes. F23 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to heart failure. During hospitalization, hypotension and a torn leaflet were noted. No additional adverse patient effects were reported. Additional information was received that upon review transesophageal echocardiogram (tee), the valve leaflets appeared thickened with thrombus formation and early calcification. Additionally, there was severe degeneration with restricted mobility of the valve leaflets located in the native right and left coronary cusps. Low flow and low gradient severe aortic valve stenosis was also observed. Additionally, a mean gradient of 18 millimeters of mercury (mm hg) and mild central regurgitation were observed. Unspecified treatment was planned. No additional adverse patient effects were reported. Additional information was received that the planned unspecified treatment was not performed as it was reported that a non-medtronic valve-in-valve was planned, but was not possible.

Event description:
Additional information was received that upon review transesophageal echocardiogram (tee), the valve leaflets appeared thickened with thrombus formation and early calcification. Additionally, there was severe degeneration with restricted mobility of the valve leaflets located in the native right and left coronary cusps. Low flow and low gradient severe aortic valve stenosis was also observed. Additionally, a mean gradient of 18 millimeters of mercury (mm hg) and mild central regurgitation were observed. Unspecified treatment was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to heart failure. During hospitalization, hypotension and a torn leaflet were noted. No additional adverse patient effects were reported. Additional information was received that upon review transesophageal echocardiogram (tee), the valve leaflets appeared thickened with thrombus formation and early calcification. Additionally, there was severe degeneration with restricted mobility of the valve leaflets located in the native right and left coronary cusps. Low flow and low gradient severe aortic valve stenosis was also observed. Additionally, a mean gradient of 18 millimeters of mercury (mm hg) and mild central regurgitation were observed. Unspecified treatment was planned. No additional adverse patient effects were reported. Additional information was received that the planned unspecified treatment was not performed as it was reported that a non-medtronic valve-in-valve was planned but was not possible. Additional information was received that a thrombus was not confirmed. Additionally, a non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to heart failure. During hospitalization, hypotension and a torn leaflet were noted. No additional adverse patient effects were reported.